Event description:
A customer reported an issue with the touchscreen responsiveness of their device, noting it takes longer than expected and requires several taps to respond. There was no reported impact to the customer¿s blood glucose level. The issue had occurred in the past and no further information was available.